Manufacturer narrative:
Per tandem's t:slim user guide: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of over 300 mg/dl. Reportedly, the customer attempted to administer a correction bolus. The customer stated that the luer lock was leaking. During troubleshooting with tandem's technical support, the customer tightened the luer lock connection to the infusion set and was able to resume insulin delivery.